Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: 5512-f-302 tri ts femur sz3 right, teby; 5566-s-015 tri press-fit stem 15x150mm, m9m37d; 5540-a-302 triathlon femoral distal augment 5mm - size 3 right ioha; 5540-a-302 triathlon femoral distal augment 5mm - size 3 right ioha; 5543-a-300 tri post augment sz3 5mm suad; 5543-a-300 tri post augment sz3 5mm kubz; 5549-a-342 triathlon fem cone aug sz 4r, a663; 5521-b-200 tri ts baseplate size 2, mtnpd; 5549-a-140 triathlon sym cone aug sz d, a5py; 5566-s-015 tri press-fit stem 15x150mm, m9l38d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.  A supplemental report will be submitted upon comcatalog numbers and lot codes of other devices listed in this report: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that a stage 1 revision was performed on the patient's right knee due to infection. All components were removed and a static spacer was placed. Rep provided the primary usage sheet and confirmed that no further information will be available.